Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 13-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that impedances have been high for at least several months. Before and during generator replacement impedances on right channel of the ins were all between 6,000 and 10,000 ohms. During surgery, surgeon decided to replace the extensions and we tested both leads using twist lock cable intraoperatively. Immediately it was visibly clear the right side lead was fractured. The patient had stated he has had some falls that they thought may have correlated with stimulation. Since stimulation has intermittently controlled left body so stimulation was shut off on right channel by neurologist months ago. It was not clear whether falls contributed to this issue. Surgeon did note that the lead was positioned in such a way with a sharp bent u-turn that put a lot of stress on the lead. The extensions for both the left and right channels were replaced. Impedances remained values between 7 ,000 and 10,000 ohms on the right channel when tested on ipg and lead with twist lock cable. Left channel remained normal. Patient continues to have no therapy programmed on right channel. The fractured lead remains implanted and stimulation turned off on that side. No further patient complications were reported/ anticipated as a result of this event.